Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: : evaluation codes; narrative text. Additional information received indicated the patient apparently expired after a second surgical intervention, not related to the aborted pulmonary valve replacement procedure. The delivery system was discarded and not returned to edwards lifesciences for evaluation. Without the device, visual evaluation, functional testing and dimensional analysis could not be performed. No case imagery or photographs of the device were provided for review. Lot history review revealed no other complaints related to delivery system ¿ valve movement on balloon. Complaint history review from april 2018 through march 2019 for the edwards certitude delivery system (all sizes and models) revealed other similar complaints for delivery system ¿ valve movement on balloon. A review of the complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for the appropriate trend category. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. Regardless, additional actions are being initiated per a previously opened CAPA. During the manufacturing process, the delivery system undergoes multiple visual inspections and testing. The balloon laser bonding and the balloon pleat and fold are inspected. The delivery system undergoes final inspection under minimum 8x magnification. Additionally, product verification (pv) testing was also performed on each lot using a sampling plan. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. In this case, the complaint for delivery system ¿ valve movement on balloon was not able to be confirmed since case imagery and procedural videos were not provided. Due to the unavailability of the relevant devices, visual, functional, or dimensional analysis was not able to be performed. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigations in place supports that the delivery system have proper inspections in place to detect issues related to the reported event. Based on the DHR, lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. Per the event description, ¿the sheath was not in the right position but was curved.¿ curvature in the sheath may cause non-coaxiality between the crimped valve on the certitude delivery system and the inner luminal walls of the certitude sheath shaft. Advancing the crimped valve in a non-coaxial environment may increase frictional forces between the crimped valve and the sheath luminal walls, causing the crimped valve to move away from the original crimp location between the proximal and distal shoulders. In addition, the procedure was an off-label case. The physician attempted to place a sapien 3 valve in the pulmonic position by entering the right ventricle instead of the left ventricle via the apex. Although a definite root cause could not be determined, in addition to procedural factors (point of entry, incorrect location of the sheath), patient factors (tortuous anatomy) may have contributed to the valve movement on the balloon and subsequent entrapment in the sheath. Available information suggests that patient (tortuous anatomy) and/or procedural factors (off label use) may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no product risk assessment, nor preventative or corrective actions were required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during the pulmonic valve replacement procedure, during the insertion of a certitude introducer sheath via the right ventricular apex approach, the sheath was not inserted into the correct position, but in a curve. At the moment of crossing of the sheath, the valve moved on the delivery system balloon and became trapped in the sheath. The valve was not able to be implanted. The patient expired from unknown causes 2 hours after the procedure. No further information is available at this time.